Event description:
Information was received from a patient (pt) and manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were charging their ins yesterday when the controller displayed settings not available, cannot provide desired intensity settings. Patient reported that the controller powered off in the middle of the implant charge session and when they were able to turn the controller back on the error message was displayed. Patient said they would turn stimulation on and off, but the stimulation would never come on and they could turn the settings down, but no changes would be made and they would get no stimulation out of the battery. Agent had patient reset the controller. Patient unlocked the controller and reported that the settings not available message was displayed and stimulation was off. Agent reviewed the settings not available message with the patient. Agent advised the patient to meet with a rep at their doctors office to have their implant interrogated and potentially reprogrammed. Patient reported that they last worked with a rep 6 months ago and that they tried to call them but had to leave a voicemail. The rep later reported they got the voicemail from the patient and spoke with them: rep had pt switch to a different group. This provided normal stimulation for only approximately 5 minutes at which point pt received the message again. Rep to meet with pt on (B)(6) 2024 for troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.